Event description:
Per oos, this lead was replaced with a setrox s 53. Per biotronik representative, this lead was capped due to noise, and intermittent loss of capture. Explant date was entered in error.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.